Event description:
It was reported that the system arced and shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube needed to be replaced, but no conclusion can be drawn as further repair info is not available.